Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed. The guide mold's trajectories align with the treatment plan, and the one issue found during the guide's quality analysis was properly addressed as evidenced by the relevant surgical guide adjustment record. The buccal plate perforations may have been caused complications due to patient morphology, in addition to implant #4's planned proximity to the buccal plate. Further testing will be conducted if the surgical guide is returned.

Event description:
The doctor used the surgical guide to perform ostectomies. The guide seemed to seat correctly, but the doctor later determined that both implants #3 and #4 perforated the buccal plate. The implants were removed and the areas were grafted. Although the incident occurred on (B)(6) 2019, the doctor did not report it to anatomage until (B)(6) 2019.